Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they did the trial and thought the trial helped a little bit, but when they put the implant in, the stimulation didn't help them and the sensations they got from the stimulation made things worse. Patient said they stopped using the stimulator a long time ago because it hurts more than it helps, but patient now needs mris because they had developed a rapid onset and progression of scoliosis in the last 3 years and they were going to have a major surgery. Patient also said during that surgery, patient was going to have all the devices removed. Patient then said they need the equipment to put the device into MRI mode. Due to patient not using the stimulator anymore and going to have the device removed during the scoliosis surgery, agent reviewed possibility of doctor filling out MRI eligibility form. Agent reviewed if they were still wanting patient to enter MRI mode, patient would have to go through sunmed for controller replacement if they couldn't find the old controller. [See general text info for details on omitted information.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.